Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a display color cable that was not properly connected to the backlight module. The color cable was reconnected to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.